Event description:
It was reported the customer experienced high blood glucose. The customer's blood glucose was 358 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling extremely tired from their high blood glucose. Troubleshooting found the customer had a large air bubble in their tubing. Customer was unable to remove their air bubble by performing a fixed prime. Customer also declined to check for possible site/insulin issues. Troubleshooting was not completed as the customer did not have a tubing clamp. Customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.